Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The product was discarded; therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. A picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a vizigo and before the surgery, it was found that the transparent hose connected to the hemostatic valve had been broken off. The device was not used on the patient. A second device was used to complete the operation. There was no adverse event reported on the patient. Additional information indicated that the issue was observed in the side port.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a vizigo and before the surgery, it was found that the transparent hose connected to the hemostatic valve had been broken off. Photo evaluation details: a picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, the side port was detached from the device at the hub. Due to this condition, a supplier investigation was requested to identify the root cause of the failure. After the investigation was concluded, it was identified that the side port was broken right at the fillet. Fillet looked complete and the tube did not pull out of the hub. A root cause could not be identified without a full investigation of the device. This complaint could not be confirmed to be manufacturing attributable. A device history record review was performed, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. The root cause of the side port detached cannot be determined. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).